Event description:
Reportable based on the product analysis completed on (B)(6) 2012. It was reported that during a rotational atherectomy procedure, difficulty advancing and the burr stalled. The target lesion was located in a moderately tortuous and calcified unknown vessel. The physician advanced a 1.50mm rotalink plus through a 7fr guide catheter while in dynaglide mode, when resistance was met and the burr stalled. The procedure was completed with another of the same device. No complications were reported and the patient status is good. However; product analysis found blue fibers were attached to the distal coil and burr.

Manufacturer narrative:
An initial examination of the complaint rotablator plus unit found the coil near the catheter handshake connection was kinked. On further inspection of the catheter coil it was noted that blue fibers were attached to the distal coil and burr. The burr was within specification. The burr and coil was microscopically examined and no issues were noted with the annulus of the burr. There were no scratches that exposed any brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The directions for use (dfu) states "the burr at the distal tip of the rotalink catheter is capable of rotating at very high speed. Do not allow parts of the body or clothing to come in contact with the burr. Contact may result in physical injury or entanglement." The most probable root cause is user error. (B)(4).